Event description:
Customer reported a motor error alarm. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to an unlocked keypad connector. No stuck buttons or reset anomaly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.